Manufacturer narrative:
(B)(4) a lot check revealed no other complaints of this nature for lot 150629. All hc300 reusable humidification chambers are visually inspected during production. Any chamber that fails the visual inspection is rejected.

Event description:
A hospital in(B)(6) reported that two hc300 reusable humidification chambers were leaking. This was discovered before patient use.